Event description:
It was reported the patient experienced tightness in the area of pain and no stimulation three weeks post-op. Impedances were good. The patient had revision surgery. A new lead was implanted. The patient felt paresthesia/tingling.

Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.